Manufacturer narrative:
The arrow buttons did not respond due to corroded keypad traces. No number anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch reports 2032227-2014-37573 and 2032227-2014-37578.

Event description:
Customer reported a button error on her insulin pump. The numbers are scrolling when programming a bolus. Customer's blood glucose is 114 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.